Event description:
It was reported by svc report that the footend brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: replacement part ordered and bed will be repaired upon receipt of part; according to svc tech, bed has been removed from svc in the interim.